Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, toward the end of the procedure, the physician experienced difficulty inserting the device into the neck of the scope. Upon removal of this device, the jaw broke and was left in the scope. It was stated that this was of no major concern to the physician who did not attempt to remove the broken piece at this time during the procedure. Another radial jaw 4 single use biopsy forceps large capacity device was inserted and the procedure was completed with no complications. Following completion of the procedure, the scope was removed at which point the broken jaw was brushed free from the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).